Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6. -11.0/2.0/142 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same length lens but implanted vertically due to excessive vault. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned dry, in microcentrifuge vial. Visual inspection found the haptics bent/stretched out. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).